Event description:
It was reported that the lipids was infused over 16 hours instead of the intended 24 hours. Although asked, no further information was provided. There was patient involvement but impact is unknown.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the lipids was infused over 16 hours instead of the intended 24 hours. Although asked, no further information was provided. There was patient involvement but impact is unknown.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device evalution by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, g, b, c, & d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was initially reported that the lipids was infused over 16 hours instead of the intended 24 hours. The customer then reported that the infusion was intended at a rate of 6.3ml/hr to infuse over 24 hours. The bag was found empty "at 16 hours." Although asked, no further information was provided. There was patient involvement but impact is unknown.

Manufacturer narrative:
Correction : describe event or problem.